Event description:
When trying to flick the barrel to remove the air bubbles, the barrels split.

Manufacturer narrative:
Three additional lot numbers were reported, (6056345, 6074329 and 6103375). A visual inspection and functional evaluation of the returned sealed, unused samples did not confirm any evidence of impact or other damage that may have contributed to the cracked barrel condition reported. Investigations are currently ongoing to identify the potential sources contributing to this condition in the syringe manufacture and assembly processes. A review of our records indicate that no previous incidents have been reported on the returned lot numbers. Analysis of complaint data over the past two years reveal that this type of incident occurs at a chronic low level (0.030/mm) in relation to the total volume of syringes produced.